Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse noted that the non-recoverable 25521 error was pointing to the right master tool manipulator (mtm). The fse replaced the right mtm and completed a calibration without errors. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis confirmed that the mtm triggered error 25521 along axis 2 during check sensors testing. The axis 2 pot will be replaced as a fix. A review of the procedure log with the information provided resulted in no additional information. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse) during the initial troubleshooting. The tse identified error 25521 pointing to the embedded serializer for master handle (esmh) board on the right mtm. In addition, the fse also confirmed the right mtm 25521 error during troubleshooting at the customer site. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to traditional laparoscopic surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the site encountered a non-recoverable 25521 error. An intuitive surgical, inc. (Isi) field service engineer (fse) was at the customer site at the time of the event. The fse disabled the right master tool manipulator (mtm) and power cycled the system to recover from the 25521 error. The fse contacted technical support to report the issue. The isi technical support engineer (tse) reviewed the system log and noted that the 25521 error had occurred again, and the fse performed the same troubleshooting steps to eliminate the error. The 25521 error was pointing to the embedded serializer for master handle (esmh) board on the right mtm. The 25521 error occurred for the third time during the call with technical support. The surgeon then elected to convert the procedure to traditional laparoscopic surgery. There was no reported injury. Isi performed follow-up and obtained the following updated/additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issue/error was noted. It was confirmed that the procedure was converted to traditional laparoscopic surgery and completed successfully with no patient injury.